Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 02/24/2015, a medtronic representative went to the site to test the equipment. During troubleshooting, the cable connections were checked and several components were replaced to resolve the issue. The hardware, software, and instruments passed the system checkout. Once the correct navigation interface unit (niu) transceiver was replaced, the system was found to be fully functional. None of the suspect parts (related to the reported event) have been received by the manufacturer for evaluation.

Event description:
Prior to the start of a procedure, a medtronic representative noted that the site's navigation system camera was not communicating. Tracking was intermittent. In trouble-shooting, the medtronic representative tried re-setting the navigation interface unit (niu) and adjusting the cables at the camera, however, the issue was not resolved. A different navigation system was brought in to use for the upcoming procedure. There was no delay. There was no patient present when this issue was identified.

Manufacturer narrative:
All returned components were either returned unused or no fault was found. Unable to determine cause of event. No further issues have been reported since transceiver replacement. Cable rs422 scu (system control unit) to I/o (input/output) hub ext: the returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. Cable rs422 scu to I/o hub adap: the returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. Transceiver fiber navigation interface i7: no issue observed at boot up. Ran for 6 days and no communication issue with the camera where observed. All other parts were returned unused.